Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a continu-flo primary set had a leak from unspecified damage in the tubing. The set was also reported to have air bubbles. There was no patient involvement. No additional information is available.

Manufacturer narrative:
(B)(4). The device was received for evaluation. Visual inspection noted that the slide clamp was missing from the device. A leak test was not performed as the device was contaminated. The cause of the missing slide clamp was attributed to an operator assembly error. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.